Event description:
Customer reported the system is displaying an iris too large error. No patient injury was reported.

Manufacturer narrative:
Possible aro report. A ge representative evaluated the system and repaired an intermittent connection at the iris pot feedback. System operates as intended.